Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent insulin gauge fill estimates remained static. Customer¿s blood glucose was 79 mg/dl. Customer declined to perform troubleshooting with tandem technical support.